Event description:
It was reported that the patient experienced intermittent syncope. A device interrogation showed increased threshold and increased impedance on the atrial channel. The patient also had symptoms of pacemaker syndrome resulting from intermittent ventricular stimulation. During the explant procedure, tests were performed and the physician decided to continue using the atrial and ventricular leads, because the leads measured normal values when they were connected to a new device, which was a competitor product. The device was explanted and was replaced with the competitor product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).